Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had cosmetic damage on the reservoir compartment. It was not possible to lock the reservoir properly. The customer was unsure if the insulin pump was functioning. Customer's blood glucose level was 143 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing reservoir tube o-ring, missing end cap sticker, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.